Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.

Event description:
The source of this event is a published journal article. A copy of the article has been provided with this report. After placement of the iol in the bag, the edge of the optic was seen to have a full thickness edge chip and the fragment was hanging loose from the edge. The chip was successfully removed intraoperatively with forceps. The author reports that six months following surgery, the pt complained of glare due to posterior capsular folds originating from the site of the iol defect. The pt's uncorrected va in this eye was 20/20. The pt was advised, however, refused to undergo nd: yag laser capsulotomy to relieve the symptoms. The author concludes that this event highlights the necessity to check each iol under the microscope prior to insertion.